Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that low high voltage lead impedance was noted. The lead was capped and replaced.